Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant attempt, the physician attempted multiple times to place the lead due to the patient's anatomy. Once the lead was placed and during the removal of the sheath, the lead dislodged. The lead was not implanted. The patient is enrolled in the product surveillance registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.